Manufacturer narrative:
In order to avoid recurrences of this event, a specific improvement on the tightness of the hydraulic flow path has been introduced in the svc pack related to new software revision 3.35, released on march 07, 2008 with the svc newsletter, rebuilding order 017. This event is being reported as "malfunction" under the MDR 2-yr rule, regarless of any pt injury.